Manufacturer narrative:
Root cause analysis concluded the returned strips had deteriorated due to improper storage causing low readings. No CAPA required.

Event description:
Caller indicated the relion confirm meter was giving low readings. On wednesday, (B)(6), caller was getting blood readings of lo on her confirm meter. She tested her other meter and she received a reading of 251. On thursday, (B)(6), caller did three readings in a row on her confirm meter; 44-35-lo. When she tested her other meter she received a reading somewhere in the 400¿s. Her daughter works in the medical field and took her to the doctor and she had her insulin adjusted because she had taken glucose tablets based on the low confirm readings. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product gave low results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested with returned meter and performed to specification. Product will be sent to the manufacturer for root cause analysis.